Event description:
It was reported that during a routine follow up, high capture thresholds were observed. The patient will be monitored. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.